Manufacturer narrative:
This reported event and any subsequent repairs have been investigated through the normal service repair process. Failure data and parts used information was reviewed for the sap file and track wise file, and found to be relevant to the service repair. No issues were found that would require escalation. A review of the source device service history record was performed beginning from the date of manufacture to the present date and indicated that this device some / service returns were for issues similar to the reported complaint or similar to the service history. During the service history review, a qn was found; there was no correlation to the reported event. A review of the device history record in sap for sn (B)(4) was performed which confirmed that this device was involved in a production failure and product was returned for the servicing which correlates to the customer reported issue. A review of the complaint history record was performed for the sn (B)(4) which confirmed no similar complaints with the same or related failure mode. The customer stated that there was no patient involvement. CAPA reference: (B)(4).

Event description:
(B)(6) 2018 13:16:05 (B)(6). Npi: eq06351, eq04137, eq04120, eq03998, eq09113, eeq03784. # pt side transducer fails, replace part tc10009596. Pmc passes.